Event description:
Clinician reported an incident of overinfusion. According to clinician, the pump was set up to infuse a 500ml bag of heparin at a rate of 24ml/hr. Clinician reports that the entire bag was found to have infused in approximately 1.5 hrs. Clinician reported that it was noted that the solution was dripping at a fast rate in the drip chamber, however it is unknown if the fast rate was noted at the beginning or the end of the infusion. According to clinician, serial aptt's were drawn, and there was no medical intervention or patient injury as a result of this incident.